Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse did not find any faults. Repair mode test x4, no obvious leak was found. Silicone grease was applied to the quick connector between the host and the table, and silicone grease was applied to the safety plate. The parameters of the test were in compliance with the factory requirements. The equipment can be used for clinical purposes.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital of (B)(6) university a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) functions normally, but the helium is consumed quickly. It was suspected to have a leak. There was no patient involvement.